Event description:
Reportedly, when the device was applied the staples did not fire and remained in the staple cartridge. The surgeon then sutured the tissue with thread which extended the operating time by 2 hours.